Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported my the patient's mother that the cannula did not deploy during the activation process. As treatment, a new pod was placed.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the needle deployed into either. A rotational sensor malfunction was observed in the download data. The download data shows that the pod completed both priming sequences in 32 pulses and was deactivated at the end of second prime. The observed rotational sensor malfunction resulted in first prime ending earlier than expected. The pod was reset, connected to an unused pdm, and programmed a 5u bolus successfully. The pod had replicated the rotational sensor malfunction. Inspection of the rotational sensor assembly found contamination on the commutator cap. The contaminated commutator cap was confirmed to be the cause of the reported failure of the needle to deploy.